Manufacturer narrative:
Info was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540314002952. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt had a radiolucent line of 16mm, indicating aseptic loosening of the tibial component. The pt was asymptomatic and declined a revision.